Manufacturer narrative:
The devices were received. Investigation is not complete. Pump histories were downloaded from the server and analyzed. A review of the history for all pumps found that the pumps were not powered up on the reported event date of (B)(6) 2013. While the pumps were allegedly in use so at the time of the event, pump histories showed that on (B)(6) 2013, the pumps were not programmed to deliver. The events as reported by the facility were not confirmed by the device history. Based on the history there is no indication that a malfunction occurred and therefore, the death cannot be attributed to the pumps. The death may have been caused or contributed by use error of the product. This report represents all the info known by the reporter upon query by hospira personnel. See scanned pages.

Event description:
Customer reported four infusion pumps stopped. It was reported that there was an alarm prior to all four pumps stopping. Customer stated devices were all plugged into ac outlets. The pt was unstable, post-op for pericardectomy for restrictive pericarditis, with a history of pulmonary hypertension. Customer reported the pt was receiving vasopressin, norepinephrine, epinephrine and sodium bicarb. No specific details were provided regarding pump programming parameters or medication concentrations. Customer reported that after pumps stopped there was a delay in critical therapy while all the medications were moved to other pumps. At an unspecified time, a code blue was called and pt was resuscitated. Pt coded two more times and expired at 2230 on (B)(6) 2013. Customer did not provide any details on the cause of death, and stated no autopsy was performed. All four pumps were removed from clinical use. At this time, the facility is not providing any add'l info, therefore, hospira's medical investigation is complete. If add'l info is received a supplemental report will be submitted. Reference reports: 9615050-2013-04436, 04437, 04438.